Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 59 mg/dl in the morning. Juice and food were consumed to address the low bg. The cause of the low bg was not known. During basal delivery, the customer received a cartridge alarm 19. The customer loaded another cartridge and the alarm did not reoccur. The bg level was 260 mg/dl and a bolus via the pump was delivered to address the high bg.